Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to high out of range pace lead impedances. There was oversensing of myopotential noise on the atrial tachy response (atr) episodes. This ra lead remains in service. No adverse patient effects were reported.